Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The device was prepped prior to use prior to the balloon rupture without any issue noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture and difficulty to advance appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement against resistance with the moderately calcified chronically totally occluded lesion, the outer surface of the balloon likely became damaged and/or compromised resulting in the reported balloon rupture during the first inflation at 2 atmospheres. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified chronically totally occluded anterior tibial artery. A 2.0x200mm armada 14 balloon was advanced to the lesion with some resistance met with the anatomy, but ultimately reached the lesion. The balloon was inflated once at 2 atmospheres when it ruptured. Another armada 14 balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.